Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they having difficulty removing the air bubble or gap whenever filled the reservoir with insulin. The customer's blood glucose value was unknown at the time of incident. The customer was educated about tapping or pushing back the plunger of the reservoir to remove the air bubbles. The reservoir will not be returned for analysis.